Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a robotic laparoscopic total colectomy, while creating the esophagojejunostomy, the staple line was incomplete. Only the proximal donut was retrieved. The distal donut was missing. The staple line also came apart along the posterior portion of the staple line. The surgeon double over-sewed the anastomosis.